Event description:
According to the reporter, intra-operatively, after firing, when trying to return the reload to a straight position from being articulated to remove it through the trocar, the reload would not return to 0°. Ultimately, the retraction tool had to be used to disarticulate the reload. Subsequently, the same shaft and handle were used without any problems. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: sigphandle, sig power sigphandle handle (serial#unknown); sigadaptstnd, sig power sigadaptstnd linear adapter (serial#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the jaws of the reload were open and the reload was articulated slightly to the right. It was reported that the device was difficult to straighten. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.